Event description:
The technician alleged the stretcher still rolls after the brake steer pedal has been set to brake. No pt impact.

Manufacturer narrative:
The technician adjusted brake position for both foot brake casters to resolve the issue.